Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00496 on 29-dec-2020. Corrected information (30-dec-2020): section b6 has been updated based on additional information received on 30-dec-2020. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00496 on 29-dec-2020. Siemens filed the first supplemental MDR 2432235-2020-00496_s1 on 26-jan-2021. Additional information (04-feb-2021): on 03-dec-2020, at 00:05h, the operator events log posted the following error "photometer light intensity is low on at least 1 wavelength (error code: 04 474 04 58)". When this error is encountered, the instrument system message log directs the operator to perform the routine lamp replacement in operator diagnostics. The operator guide provides the following information for possible causes for the error: "photometer lamp needs replacing" with corrective actions for replacing the source lamp. Despite the system error condition of the photometer, the customer processed sample ID (B)(6) on (B)(6) 2020 at 00:15h and obtained a discordant falsely elevated creatinine_2 (crea_2) result . The photometer source lamp was changed by the lab operator on (B)(6) 2020, and daily maintenance was performed on (B)(6) 2020. Replacement of the photometer source lamp resolved issue. The cause of the falsely elevated crea_2 result was failure to perform the lamp replacement procedure required to correct the system error (error code: 04 474 04 58). The initial low sodium result and the repeat sodium result recovered within +/- 3 stand deviations of the typical within-lab precision performance of the sodium assay as described in the a-lyte instructions for use (IFU), indicating that sodium assay was performing as specified. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A low photometer error occurred at the time of the event. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated creatinine_2 (crea_2) result and a discordant, falsely low sodium were obtained on a patient sample on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). Due to the falsely elevated crea_2 result, the patient was sent to the hospital and was treated for dehydration. While being treated, the patient was retested for creatinine on an alternate atellica ch 930 analyzer as well as on a non-siemens analyzer. The creatinine recovered lower. The lower results were reported, as the correct results, to the physician(s). The patient was also retested for sodium on an alternate atellica ch 930 analyzer, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no reports of adverse health consequences due to the discordant creatinine_2 or sodium results, or due to the patient being treated for dehydration.